Event description:
It was reported that when the device was removed from the package, it was noticed that the tip was bent. The device was not used and there was no patient involvement. There was no clinically significant delay in procedure or therapy due to this device issue. Another xience v stent was used successfully in the left anterior descending coronary artery. No additional information was provided. Device analysis revealed that the soft tip was torn at the distal seal, but still intact.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned stent delivery system (sds) found contrast visible on the soft tip, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The soft tip was torn at the distal seal but still intact. There were no kinks noted to the soft tip as reported. Tears in the tip can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. Follow up information received from the account confirmed that the tip was only noted to be bent, not torn; therefore it is likely that additional handling during packing for return analysis contributed to further damaging the tip at the bend location resulting in the noted tear. Additionally, it was noted that the bent tip may be related to the aggressive removal of the stylet. To ensure this is not the result of product deficiency, all sds are 100% visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested to ensure tip tensile force. The device lot history record was reviewed and indicated no nonconformances for the lot that could have contributed to the complaint. A search of the complaint database indicated no similar incidents. There is no indication of a product quality deficiency.